Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number: (B)(4). It was reported that one of the patient's leads had high impedances and the other lead migrated, the patient did not report any falls. Surgical intervention was undertaken to replace both leads, effective therapy was established postoperatively.